Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the caller stated that they're having a hard time charging their implant. The caller stated it has never been easy to charge since they were implanted, but in the last 3 months it's been getting worse and worse and the last 2 times they tried they got so frustrated they gave up. They stated it took 2.5 hours to go to 40% and then it said finished. Caller stated today it took 15 minutes to finally connect to the implant and it beeps every 2 seconds saying "poor recharge quality." Caller stated they have to sit completely still to charge and it usually takes a good 3 hours. Caller stated they'll charge the controller to 100% before charging the implant and eventually the controller battery runs out before they can finish charging the implant. Caller stated they turn their stimulation off to try and help the implant charge faster and last time the stimulation didn't turn back on for a day. Caller stated they turned the stimulation on on the cont roller, but they didn't feel the stimulation for a day when all of a sudden it kicked back on. Caller explained that usually if they move their head a certain way they can feel the stimulation but they couldn't feel it. Caller stated they've taken the battery out a few times when things got too finnicky to reboot everything. Caller stated they have been connected and charging for a good 20 minutes and have not moved from 30% which is where they started. Patient services (pss) had caller reset the controller and examine the equipment for damage. Caller noted no visible damage. Pss had caller connect the recharger to the controller. Caller was walked through the "position the recharger" screen but placed the antenna on the relay box. Caller then saw "poor recharge quality (76)." Caller confirmed the antenna was not near the implant. Caller tried again and got the same message. Caller stated this is what happens frequently until it eventually says "finished" even though it's not. Caller then saw "recharging ended (75)". The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.